Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there were two similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined. As a goodwill gesture test replacements were provided to customer.

Event description:
Customer reporting on behalf of their wife. The individual received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 21408j, reader sn (B)(4). Two repeat cue covid-19 tests performed on (B)(6) 2022 and on (B)(6) 2022 provided negative results. On (B)(6) 2022, individual tested negative with thermo fisher scientific - amplitude eua sars-cov-2 rt-pcr. The customer reported the individual did not have any covid-19 symptoms.